Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during an unknown procedure the tip (white part) broke into half during the surgery. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the information be provided later, a supplemental medwatch will be sent.